Manufacturer narrative:
(B)(4). Based on the explant date of (B)(6) 2017, the event date is estimated to be (B)(6) 2017 which is approximately two weeks earlier. The gore® synecor intraperitoneal biomaterial instructions for use state the following warnings, among others: as with any mesh, use of gore® synecor intraperitoneal biomaterial in contaminated fields may require removal of the mesh if infection occurs.

Event description:
A physician reported to gore that a patient presented with a combined parastomal and ventral hernia. In addition, the patient had a stoma that needed to be taken down. The patient reportedly underwent a procedure where the stoma was taken down and the parastomal and ventral hernia were repaired using gore® synecor intraperitoneal biomaterial. The physician reported that the device was placed in a contaminated area. Approximately 6 months later the patient reported to the ER with a fever. Imaging results showed a build up of fluid behind the device. Drains were put in to remove the fluid collection and puss. It was reported the patient returned with an infection two weeks later and the device and fluid were removed laparoscopically. The patient is reportedly doing well.